Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the unit had a blank screen during testing. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit had a blank screen during testing.¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.